Event description:
Patient presented with atrial fibrillation lasting more than 48 hours and a sensation of phrenic stimulation was evidenced. X-ray revealed lead dislodgement and fracture. The lead was replaced. It is currently unclear whether it was capped or explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a bent fixation helix, which most likely resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions including the helix to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.